Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the device was implanted for the patient with cerebellar hemorrhage. Soon after implantation, the device indicated 40mmhg and seemed to show inaccurate readings compared to the one imaged by CT scanning. The surgeon suspected the defect of the device and replaced it with the same new product. After replacement, the readings were found normal.

Manufacturer narrative:
The sample was returned and evaluated by the supplier. Upon completion of the investigation it was noted that the serial number was missing from the returned instrument; therefore, the supplier was unable to perform a review of quality records related to this device. The evaluation of the returned sample found that the barcode label and codman label on the connector were discolored, the serial number was missing on the connector barcode label, there was foreign matter inside the connector, there was suture attached to the catheter material, and that the device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on the evaluation of the device, the supplier was unable to confirm the reported failure. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.